Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The exact occurrence date is unknown; however, it was reported that this event occurred during the year 2014. This complaint (cmplnt-(B)(4)) addresses the 2nd peritonitis event (unknown date). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis. Treatment details and cause of the event were not reported. Action taken with therapy was not reported. The outcome of the event was not reported. No additional information is available. This complaint addresses the 2nd peritonitis event.